Manufacturer narrative:
Company representative evaluated the unit and replaced the screen. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported the panorama station had a broken touch screen and no power, which may have affected telemetry monitoring. No patient injury reported.